Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500 mg/dl and diabetic ketoacidosis; cause was unknown. Customer was hospitalized and bg was addressed via insulin drip. Customer was discharged from hospitalization and reverted to manual injections for insulin therapy.